Manufacturer narrative:
(B)(4)

Event description:
It was reported episodes of rv oversensing were noted. Review of the egm's revealed high threshold and sensing issue. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
Correction: it was reported episodes of rv oversesing and noise were noted. Review of the egm's revealed high threshold and sensing issue. No further information is available.